Manufacturer narrative:
H10: the customer replaced the power supply to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.

Event description:
Philips received a complaint by the customer on the v60, indicating that an internal battery error had occurred. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that an internal battery had occurred. It was confirmed that there was power into the power supply, but no power was coming out. The remote service engineer (rse) provided the customer with the part number for a power supply to order and replace.